Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that one of the extension lines became disconnected from the catheter. The clinician used another free available extension line to administer noradrenaline. As a result, the clinician withdrew the catheter and inserted a new catheter. The clinical consequences were that the patient's blood pressure dropped and there was a risk of air embolism. Further details are being pursued.